Event description:
It was reported the revision surgery was performed. Pain, progressive slow migration of the femoral component, with possible collapse of the femoral head reported.

Event description:
It was reported that revision surgery was performed.